Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ sterile plastic syringe foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: nursing technician opens sterile bd syringe of 10 ml and aspirating saline solution notices a small unidentified object inside the syringe.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 26-jul-2022. H6: investigation summary samples filled with saline solution and photos received for investigation. Upon visual inspection of images, a syringe with no liquid is displayed, a small particle can be seen on the stopper. Unable to identify foreign matter based on photos. During the analysis of the sample, it was not possible to identify the reported defect, however air bubble was observed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. H3 other text : see h10.

Event description:
It was reported while using bd plastipak¿ sterile plastic syringe foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: nursing technician opens sterile bd syringe of 10 ml and aspirating saline solution notices a small unidentified object inside the syringe.